Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, showing 180 units instead of the anticipated 210 units. There was no adverse impact to the customer's blood glucose level. The caller initially declined to perform a suggested bolus test to correct the display discrepancy but was later advised to load a new cartridge when a similar issue occurred. Technical support recommended calling back for further troubleshooting if the problem persisted, and the caller understood and acknowledged the instructions.